Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result for one patient on their e601 analyzer. The patient's initial hcgb result was >10000 miu/ml accompanied by a data flag. The sample was automatically repeated with a 1:100 dilution. The repeat result was approximately 15 miu/ml. The sample was manually diluted and the third result was 200000 miu/ml. The third result was considered correct and it was reported outside the laboratory. Information on whether the results all came from the same sample was requested but not provided. The customer stated the operator caught the error, so there were no adverse events. The hcgb reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be determined with the information provided. The required information was requested but not available for investigation.